Event description:
It was reported that the device illuminated the service light and logged several event codes in the memory indicating a possible critical failure. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported event codes in the memory. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the reported failure to be shorted diode, designator cr30. The failure impacted both pacing and defibrillations therapy delivery.